Event description:
The customer states that the architect analyzer generated falsely elevated ca19-9 results on one patient sample. On the first run the analyzer generated error code 3350 (unable to process test, aspiration error for (x) at (y)). The patient sample was then repeated and generated a result of 45.26u/ml. The patient sample was then re-centrifuged, retested, and generated results of 5.68 and 4.60u/ml. The ca19-9 controls were within acceptable limits. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a falsely elevated ca19-9 result with one patient sample. The complaint review identified normal activity for falsely elevated results with architect ca19-9xr, list number 02k91-25, lot number 28231m500. There was no malfunction identified as the complaint was with a discreet patient sample. No additional troubleshooting was performed by the customer on the sample beyond retesting. Patient mean data was used to determine concentration difference of each reagent lot (patient median to the average median patient of all lots). None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay which states a maximum bias of 9.6 u/ml for values < 37 u/ml is allowable. This analysis concluded that all reagent lots reviewed read patient results consistently. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required.